Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was not reviewed as lot number is required and is not provided. A definitive root cause cannot be determined. The event cannot be confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01111-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the zimmer dermatome blade resulted in uneven graft removal; skin patches which wasted skin - graft was usable but not ideal. There was no information given regarding harm/injury to the patient or if there was any delay. After evaluation of the reported complaint, it was determined that the unknown dermatome could have caused or contributed to the event. Due diligence is complete. No additional information is available no adverse event reported.